Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc pcb assembly was evaluated and replaced. The gib coin battery was also evaluated and replaced. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.